Event description:
It was reported that access was attempted and spring wire guide ('swg') was inserted into right femoral artery of patient. However, it was noted that upon insertion of swg, there was a fair amount of resistance encountered. It was discovered on x-ray that pt had a very tortuous iliac artery. The intra-aortic balloon (iab) was then advanced over the swg into right femoral artery and further resistance was encountered. The md persisted and achieved in getting the iab to its optimal position. Upon withdrawal of swg from balloon catheter, it was again noted that there was significant resistance encountered in removing swg. Once the swg had been forcefully removed, it was noticed that there was pronounced kinking in swg. Pt was connected to the arrow intra-aortic balloon pump (iabp), autocat2 (B)(4) and transferred to general intensive care unit, where he was successfully assisted by the pump for the duration of the evening. At approx 05h45 the following morning, the pump started alarming (high pressure/kink in catheter). The pump alarm was overridden and pump continued to pump. Fifteen minutes later, and after 5 more alarms (in the next 6 minutes), it was noticed that there was blood in the gas line and then pump refused to continue pumping. At this stage, no further attempts were made to continue therapy. The clinical technologist and doctor were informed of the events. The iab was removed from pt later in the day and pt was sent for scheduled surgery.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be asr reportable. The returned device was evaluated and the event was determined not to be a balloon rupture, therefore, it is reportable. Evaluation: the iab, teflon sheath with no sidearm, and 40cc driveline tubing were returned for eval. The 40cc connector was tested and functioned properly. The iab appeared to have been cleaned by the customer, but traces of blood were still observed on the exterior and interior surfaces of the iab, on the teflon sheath, and on the 40cc driveline tubing. The central lumen was partially broken. An in-house swg was fed thru the female luer end with no resistance encountered. A vacuum was pulled on the iab and it did not hold; the bladder lost vacuum instantly. A leak test was performed by blocking off the distal tip of the iab and the female luer end of the bifurcate since the central lumen was noted to be broken. The iab was submerged and pressurized in water; no leaks were observed in the iab and the bladder. The reported complaint was confirmed, as a partial break of the central lumen was discovered during visual eval and functional testing. A potential cause of the partial break is the pt's reported tortuous arterial anatomy.